Event description:
A user facility reported that a physician had noticed glistenings developing in intraocular lenses (iol) a year or two after implant surgery in many patients. These patens also reported their vision had become blurry. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested.